Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 366 mg/dl, vomiting and fainting. The cause of elevated bg was unknown. Customer stated that during the cartridge change process, they became distracted but remembers filling the tubing. However, the pump history showed incomplete filling and cartridge replacement warnings when customer regained consciousness. The customer was transported via ambulance to the emergency room where bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released the next day with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended, and no issues were identified with the cartridge, insulin, or infusion set. Customer reverted to an alternate method of insulin therapy.